Event description:
It was reported that the air dermatome handpiece was not working. Despite multiple follow up attempts with the customer, no additional information was able to be obtained regarding the reported event.

Manufacturer narrative:
The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was manufactured on 06/15/2007 and has no repair history at zimmer surgical. Evaluation of the device observed it hesitated before it started and the motor was not operating smoothly. Damage to the head and control bar were also noted. Prior to repair, the device was outside of calibration specifications at the zero thickness setting on both sides. Repair of this device included replacement of the motor, head, control bar, reciprocating arm, and standard repair parts. In post repair analysis, corrosion to the reciprocating arm was observed. There was no information obtained regarding the customer's cleaning or sterilization practices; however, the customer should be aware that improper cleaning or sterilization could have caused the corrosion to the reciprocating arm, which could have damaged the device over time causing the reported event. The cause of the corrosion was likely due to the accumulation of moisture within the handpiece. Therefore, special care related to cleaning or sterilization should be taken by the customer to prevent accumulation of moisture within the device. The device was serviced and returned to the customer. (B)(6) 2012, us and (B)(6) customers were sent an urgent patient safety advisory informing them of the need for proper care and preventative maintenance of their device informing them of improperly maintaining instruments that may cause donor site injuries or result in damage to the graft.